Event description:
It was reported that there were holes in the pneumatic hose of the device. No other info was provided by the user facility.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.